Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the device did not recognize that the door was closed. A review of the event history log revealed 'shut door - power off' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification direction of flow label shim. Case shimming is required to address this issue.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not detect that the door was closed in the biomedical service department. There was no patient involvement. No additional information is available.